Manufacturer narrative:
Complaint conclusion: as reported, the sealant of a 5f mynx control vascular closure device (vcd) came out from the skin. There was no reported patient injury. Additional information was requested but not provided. One non-sterile 5f mynx control vascular closure device (vcd) associated with the reported complaint was returned for investigation. Upon visual inspection, it was confirmed that button 1 and button 2 were fully depressed. The stopcock was found in the open position, and a syringe was returned detached from the unit. The sealant was not returned for evaluation, and the sealant sleeves showed no abnormal conditions. The procedural sheath was not included in the return. Additionally, the balloon was found deflated, and the core wire was present in its original manufactured position. No other anomalies were observed during this analysis. Per functional analysis, a simulated deployment test could not be performed as the unit was already fully deployed at the time of receipt. However, it is important to note that there was no evidence suggesting any deployment-related issue observed during this analysis. The reported event of ¿sealant-inaccurate placement-complete¿ was not confirmed through analysis of the returned device as it was received fully deployed without the sealant included and due to the nature of the complaint. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the very limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported event of the sealant coming out of the skin, especially since both buttons were fully depressed with no anomalies noted. However, patient factors (if the patient had a shallow vessel depth) and/or procedural/handling factors (such as not maintaining fingertip compression during removal) are possible. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control IFU, step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if removal of the device is not performed as instructed (with maintained fingertip compression and realignment with the tissue tract), the placement of the sealant could be affected. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
A reported, the sealant of a 5f mynx control vascular closure device (vcd) came out from the skin. There was no reported patient injury. The device has been returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.